Manufacturer narrative:
Results: - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the outer member. There was fluid visible in the inflation lumen. The stent implant was not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The proximal end of the balloon was wrinkled, the rest of the balloon was tightly folded. There were three kinks in the hypotube shaft located 22.5 cm, 27 cm and 40 cm distal to the strain relief tubing. There was a kink at the distal end of the guide wire exit notch. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned mini vision stent delivery system (sds). It was reported that the stent dislodged during the procedure; however, the stent was removed from the patient without injury. Analysis of the sds noted blood visible in the guide wire lumen and on the outer member and fluid visible in the inflation lumen. In addition, the proximal end of the balloon was wrinkled. This is consistent with the reported information that the device was prepared for use and inserted into the body. Crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/ or anatomy, and lesion morphology. Stent outer diameter is verified 100% at the time of manufacture and all units in this lot were within the required specification. In addition, all online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. In this case, with the information provided, a conclusive root cause for the stent dislodgement cannot be determined; however, there does not appear to be a product quality issue. Three kinks in the hypotube and a kink at the guide wire exit notch were noted, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. Product performance engineering will trend and monitor the experience circumstances. A review of the finished device lot history record did not reveal any non-conformities. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. All stent delivery systems are 100% visually inspected online for stent implant placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device was trying to be placed in the posterior descending artery (pda). Two guide wires were put down, the second one being a buddy wire, and the stent dislodged on the buddy wire and was removed with it; no intervention was required. No patient injury was reported. No additional event or patient information is available.